Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported purge leak and optical signal issue has been completed. Data showed low purge pressure (pp) & placement signal (ps) spiked to 3000 mmhg during the case start that triggered alarms pp low & ps not reliable. Pump analysis: visual inspection found no issue in the purge system of the pump. Pump plug was opened to check if any damage on the components & a broken optical fiber was found during visual inspection. Pump tests: 5s parameters were out of specification on the console & optical laser continuity test was failed which confirmed the ps unreliable failure mode. The cause of the purge leak was most likely due to use, and the cause of the optical signal issue was a damaged optical fiber line. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited a low purge with no leaks. While the purge cassette was being replaced, the device produced a "placement signal unreliable" alarm. The team chose to remove and replace the pump, and no patient harm was reported.